Event description:
The customer reported elevated glucose levels (>250mg/dl) for over a week. The customer reported having dry mouth and flu-like symptoms for the past couple of days. On (B)(6) 2013 he was sent to ER for cat scans for a fall in airport and no internal bleeding was found. On (B)(6) 2013, he had a blood glucose of 349 mg/dl. He went to his doctor and was prescribed pain medication, however, he still feels "awkward".

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the reported event. No lot qualification records were reviewed, as the product lot number was not provided. The omnipod user guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider".